Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was found out to be dislodged before the patient was off the operating table. Since the physician was already on another case, the lead was taken out the following day. Upon flushing the lead, the saline solution was coming out of the insulation. There was no confirmation how the insulation got punctured. The lead was explanted. No additional adverse patient effects were reported.